Event description:
A report was received that the patient was experiencing warmth while she was charging. The physician met with the patient and reported that she was no longer experiencing warmth at the pocket site. The physician reported that due to the patient's diabetes, she had difficulty healing. The physician prescribed lidoderm patches to keep her comfortable and confirmed that there was nothing wrong with the system or the pocket site. No further action will be taken.

Manufacturer narrative:
This is the final report.